Event description:
It was reported that the patient reported they had been having issues with charging the implanted neurostimulator. Patient said they would be sitting for one or two hours and the recharger would show that the implant was charging, but when they went to turn the stimulation on, it was like the implant hadn't been charged at all; agent understood ins battery bar did not increment. Agent asked, patient said the issue had happened quite a few times already and had been on and off for a while, longer than a couple months ago, maybe a year or two years ago. Patient denied any visible damage to recharging cord. The issue was not resolved. An email was sent to the repair department to replace the recharging antenna. Patient confirmed they had been seeing the elective replacement indicator (eri) message the last few times they had charged the implant, which they bypassed; agent reviewed eri/eos information with the patient. Patient said their doctor had done a c-5, 6 and 7 disectomy, and they wanted them to do the replacement of the ins battery as well. Agent asked, patient reviewed some differences with newer ins models and redirected to their healthcare provider to begin making decisions about future ins replacement, as they will likely reach end of service (eos) in about 6-7 months.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.